Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 1 month post implant of this 22mm pulmonary valved conduit, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve. The reason for replacement was reported as severe pulmonary stenosis, mild to moderate regurgitation, and an increased gradient of 70mmhg. No additional adverse patient effects were reported.